Event description:
Caller reported a cartridge alarm, specifically alarm 20, which did not cause any adverse impact to the customer's blood glucose level. The customer had experienced consecutive cartridge alarms, confirmed by technical support. As a result, technical support decided to replace the pump. The customer was informed that the replacement pump would have updated software, and they acknowledged this update. Technical support provided instructions on putting the pump into storage mode before returning it, as well as on programming settings and connecting the cgm to the replacement pump. The customer was advised to return the problematic pump within 10 days to avoid charges, and the replacement pump was sent to them. Customer reverted to an alternative method of insulin therapy.